Manufacturer narrative:
One opened probe was received with a tip protector, in a bag with a piece of the tip taped to a piece of paper, for the report. The sample was visually inspected and found to be non-conforming with the needle broken at the port. The probe sample was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at multiple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the reported broken probe; the tip of the probe needle was broken. The exact cause of the broken tip cannot be determined from the evaluation performed. The exact root cause of the broken tip could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported that a piece of vitrectomy probe has broken off and fall in the eye during the vitrectomy surgery. The piece of probe was removed in the same surgery. The surgery was completed. Additional information requested and received that there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).